Manufacturer narrative:
The tnt-g5st reagent lot number and expiration date were not provided. The field service engineer found that the pinch tubing needed replacement. He replaced the pinch tubing and flushed the reagent probe and the sample probe. He then performed mechanism checks, measuring cell preparations, and air purge and they were all successful. Precision studies were performed and they were within specifications. The service actions resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t g5 stat (tnt-g5st) assay on a cobas 6000 e601 immunoassay analyzer. Initial result: 10.31 ng/l. The nurse questioned the initial result as it did not match the patient's previous results. The sample was then repeated on the same e601 analyzer and another e601 analyzer. 1st repeat result: 231.8 ng/l (tested on the same e601). 2nd repeat result: 255.6 ng/l (tested on another e601). The repeat results were deemed to be correct.